Manufacturer narrative:
The procedure occured on (B)(6) 2021; however, usgi medical was not made aware of the perforation until 18may2023. Attempts at gathering the device lot # and more supporting information were unsuccessful. The device cannot be returned, as it was successfully implanted in the patient. There is no indication of any malfunction or deficiency of the devices used in the procedure.

Event description:
51 year old female patient underwent distal pose procedure. In the recovery room, she had significant pain, so she was admitted for observation rather than the routine protocol which was to discharge home on the same day. Later that evening, her pain worsened. A stat CT was ordered, which showed gastric perforation. Bariatric surgeon was consulted and took her to the or that night for laparoscopic repair of perforation with omental patch. Patient did well post-surgery and was discharged home on pod 5. Patient has been doing well since. Physician just saw the patient for a 1 year and 8 month follow-up and there were no reported complications.